Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: d1, d2, d4, g4 the following s.ections were updated: b4, b5, g3, g6, h2, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. It is alleged that the surgeon did not use several plates or a large ladder plate. The IFU for these products (01-50-1215) recommends 5 cuttable rigid plate sections to close a complete mid-line sternotomy. However without medical records a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347 - 2021 - 00544, 0001032347 - 2021 - 00545, 0001032347 - 2021 - 00546, 0001032347 - 2021 - 00547, 0001032347 - 2021 - 00548, 0001032347 - 2021 - 00549, 0001032347 - 2021 - 00550, 0001032347 - 2021 - 00551, 0001032347 - 2021 - 00552, 0001032347 - 2021 - 00553.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: screw 2.4x16mm cancellous 5pk 4x16mm cat# 73-5416 lot#ni -qty:8, scrw 2.4x14mm cancelous lockng cat# 73-2414 lot#ni, scrw 2.7x14mm cancelous lockng cat# 73-2714 lot#ni, scrw 2.7x16mm cancelous lockng cat# 73-2716 lot#ni. Report source: foreign country: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported a patient underwent a revision surgery approximately 1 week postimplantation due to the implanted cup being torn distally from the sternum. The surgeon did not adhere to the recommendation to use several cups or one ladder cup. Wire cerclages were used to complete the revision. Attempts have been made and additional information on the reported event is unavailable at this time.